Event description:
An occlusion alarm was reported, but the specific alarm number could not be verified in the pump history. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer's blood glucose level increased to 600 mg/dl with high ketones that a healthcare provider determined to be dangerous/life threatening. As a result, the customer was hospitalized in the intensive care unit for treatment with IV and fluids of saline and insulin. The customer was released from the hospital 4 days later on an unspecified date with the issue resolved and no permanent damage. Reportedly, the customer changed infusion set and cartridge and resumed insulin to address the issue.